Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was not returned for evaluation. Based on the available information, the exact root cause of the reported bleeding cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Action item was initiated to address the increase in severity.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, d9 and section h3. In the initial report it was reported that the device was available for returned however the sample has been misplaced from the facility and will not be returning.

Event description:
Additional information was received on 15february2021: the procedure performed was a chemo embolization using a 5fr sheath. A pre-deployment angiogram was performed. It is unknown when during the procedure the sheath kinked.

Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device sheath was kinked. The device did not deliver. Patient was in stable condition. Manual pressure was held successfully. There was no patient injury, medical/surgical intervention required.